Event description:
The target lesion was in the distal lcx. The lesion was a de novo, slightly calcified and moderately tortuous. There was 90% stenosis. Pre-dilation was conducted and then cypher (3.0/33mm) was delivered, but it would not cross the target lesion. The physician retrieved the cypher from the patient and confirmed the stent to be flared at the proximal end. Therefore, pre-dilation with the same balloon was conducted again and a new cypher (3.0/33mm) was implanted at the target lesion successfully. The procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.